Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device was found with the original pouch sealed and with a section broken.

Event description:
It was reported that device package was punctured. A percuflex nephroureteral stent was selected for use. During unpacking, it was noted that the end of the straightener was sticking out sterile pouch. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that device package was punctured. A percuflex nephroureteral stent was selected for use. During unpacking, it was noted that the end of the straightener was sticking out sterile pouch. The procedure was completed with another of same device. No patient complications were reported.